Event description:
It was reported that a lead safety switch (lss) was triggered for this right atrial (ra) lead due to low out of range pacing impedance. The clinic will continue to monitor. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).